Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 37 mg/dl. Customer treated their blood glucose with orange juice. The customer could not recall any significant events leading to the alarm. The customer reported exposing the insulin pump to extreme heat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.